Event description:
The facility reported "breakage of the occluder feet" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.